Event description:
It was reported that the physician attempted to test/deploy a proglide device outside of patient anatomy. There was no patient involvement. Reportedly, during deployment an anterior needle-to-cuff miss occurred as no suture was present when the needle plunger was removed. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device is not returning. It was initially reported that the device would be returned for analysis; however, subsequent information revealed the device was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.